Event description:
It was reported that a pt underwent bladder surgery on an unk date and suture was used. Ten days post operatively, the pt experienced wound dehiscence while lifting a heavy object. The surgeon placed additional sutures in the incision. Additional info has been requested.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.